Event description:
During review of the vns patient's programming history on (B)(6) 2012 it was discovered that on (B)(6) 2009 a generator diagnostics test was performed which changed the patient's settings from output=0.75ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1ma/magnet pulse width=250usec/magnet on time=60sec to output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec. The patient was reprogrammed to output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=1ma/magnet pulse width=500usec/magnet on time=60sec prior to leaving the visit, but this did not correct the on time, frequency, pulse width, off time, and magnet pulse width. It wasn't until the patient's visit on (B)(6) 2010 that the settings were corrected.